Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via mail that they had high and low blood glucose levels. The customer's low blood glucose was 30 mg/dl and high blood glucose level was 462 mg/dl. It was also reported that insulin pump had motor error and had to press button harder specially act button. Insulin pump received unexplained no delivery alarms and low battery alert frequently and also had diminished battery life. There was crack in side and top of battery compartment and plastic near reservoir compartment was chipped. The customer had type 1 and she had no pancreas or spline they were surgically removed due to other health issues and customer also had drastic and frequent swings in blood glucose values. Blood glucose values go from 300 mg/dl and down to 40 mg/dl within an hour and customer¿s body did not consistently alert her to low and high blood glucose. Sometimes customer feel bad at 80 mg/dl and other times can be at 30 mg/dl and did not sense anything. The insulin pump will not be returned for analysis.